Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), a cook fusion omni-tome pre-loaded sphincterotome was used. The sphincterotome exited the endoscope at an angle of 0 o'clock, which made cannulation impossible. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our evaluation of the returned device was unable to confirm the report of incorrect cutting wire orientation. During our laboratory analysis, the sphincterotome was advanced through a duodenoscope that is placed in a simulated biliary position. The duodenoscope has an accessory channel that is 4.2mm in diameter (model number olympus tjf-160vr). The catheter exited the endoscope with the cutting wire facing 12:00 o'clock and remained facing 12:.0 o'clock when retracted to the bowed tip position (appropriate orientation is approximately 11:00 - 1:00 o'clock). The sphincterotome catheter was subjected to a close visual examination and twisting of the tubing at the distal end was not observed. A discrepancy or anomaly that could have contributed to the reported event was not observed during our laboratory analysis. The product said to be involved was returned in an open pouch from a lot number that differs from the unknown lot number provided in the report. The device history record for the lot number indicated on the returned packaging was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for the reported observation could not be determined because the product said to be involved functioned as intended. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Improper cutting wire orientation can occur if the distal end of the catheter is shaped manually. This sphincterotome catheter is precurved and is provided with a precurved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contain the following comment: "note: do not apply manual pressure to tip or cutting wire of the sphincterotome to influence orientation, as this may result in damage to device." Other factors that can contribute to improper cutting wire orientation include manipulating the handle with the catheter in a coiled position or with the precurved stylet inside the cannulating tip. The instructions for use advise the user to uncoil and straighten the sphincterotome upon removing the device from the packaging. The user is then instructed to carefully remove the precurved stylet from the cannulating tip. The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or precurved stylet is in place, as this may cause damage to sphincterotome and render it inoperable. Prior to distribution, all fusion omni-tome sphincteromes are subjected to a visual inspection and functional test to ensure device integrity. A review of the potential device history record confirmed that the lot from the lot from the returned packaging met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.